Manufacturer narrative:
1. The customer returned 2 photos and 2 samples. The returned sample shows that the package is not opened, the sku is 383033, batch code is 4198341, one sample foreign matter was a movable black located at the top of the prn, and the other sample foreign matter was located inside the unit package. 2. DHR/bhr review (lot#4198341): 1) this batch of products were assembled at intima ii auto line 2 in aug 2024 and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release. 4. Upon reviewing the returned samples of the customer's complaints about mold, it was found that it was actually a foreign matter. 5. Check the retained samples of this batch, no foreign matters are found. 6. Cause analysis: 1) one of the samples has foreign matter located at the top of the prn, with an area smaller than 0.1mm². The foreign matter is too small to perform ftir analysis. 2) a foreign matter in another sample is located inside the packaging, send the foreign matter returned with the samples to the bd laboratory together with four types of foreign matter suspected to be the same as those found on the production site (including uv3921 glue, uv1180 glue, z2 dms-a32, and z4 lubricant 1502c),conducted ftir tests, and upon comparison, the foreign matter returned from the sample is not highly similar to the four types of suspicious foreign matter components from the production line. 7. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products, the sterilization process is normal, and the products meet the requirement of bi sterility test before release. Through testing and analysis of the returned samples, the foreign matter shows a low similarity in composition to the suspected foreign materials on the production line as tested by ftir, therefore the source of the foreign matter cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had mold when this product was unpacked, mold was found in the small package of indwelling needles inside; affected quantity 2 pcs, samples can be returned with photos provided; green claim required, complaint response letter required, complaint acceptance letter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.